Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot was manufactured from february 23, 2015 ¿ february 26, 2015. One actual unit was received for evaluation. Visual inspection on the unit noted white floating particles in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.